Event description:
It was reported that the lead haptic of the intraocular lens (iol) detached. There was no damage to the lens prior to loading into the cartridge. Only the cartridge tip made contact with patient's left eye. There was no delay in surgery reported and no other intervention required. Another lens of same model and diopter was used as the replacement. The account used ophthalmic viscoelastic device (ovd) and the ovd was allowed to acclimatize fully to operating room temperature. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, not explanted. Concomitant medical products: pscst30 cartridge, lot: unknown; ovd, model/lot: unknown. Device evaluated by MFR: other (81): the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: jul 1, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with a haptic detached. The intraocular lens (iol) was cleaned and, scratches on the iol could be observed as well. No further issues were identified. Conclusion: the reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.